Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery status showed a decrease in longevity from 43 percent to 2 percent remaining within less than two months time frame. A revision procedure was planned, however due to non-device related reasons, hospital staffing, the procedure needed to be postponed. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. A revision procedure was scheduled for a couple weeks out. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery status showed a decrease in longevity from 43 percent to 2 percent remaining within less than two months time frame. A revision procedure was planned, however due to non-device related reasons, hospital staffing, the procedure needed to be postponed. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. A revision procedure was scheduled for a couple weeks out. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.